Event description:
It was reported that balloon rupture occurred. The 84% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres for one second, the balloon ruptured. The procedure was completed with 1.5x20mm maverick balloon. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a longitudinal tear 8mm starting at the proximal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 84% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.50 mm x 20 mm maverick balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres for one second, the balloon ruptured. The procedure was completed with 1.5 x 20 mm maverick balloon. There were no patient complications reported.